Event description:
Nurse applied a disposable hot pack (mediheat) to pt's bootie covered feet. Pt's feet were checked four times between 5:30 and 11:00 p.m. The evening nurse discovered an area 2" x 2" reddened and open at the top of the left foot, also a 1 1/2" x 1 1/2" grayish area on outer lateral aspect of right foot. Investigation revealed the following: although newer medi-heat packages warn not to use in intervals longer than 30 minutes, this warning is not included on the older device that was used. A similar mediheat hot pack had an area of burning of the outer of the pack prior to opening and activating the pack. The director of nursing called the MFR and notified them of the incident. Communication was difficult since the MFR rep is not a native english speaker. The rep said the president of the co would return the call, but this did not occur.